Event description:
The physician reports that the crystalens had a crack on it, and it was removed from the patient's eye. No further details were provided. Additional information has been requested from the physician. Unk if this was an intraoperative or postoperative event. The MDR is being filed on the basis of unk cause.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.